Manufacturer narrative:
(B)(4). Date sent: 6/26/2025. Additional information was requested, and the following was obtained: was the device able to be fired? If yes, how far was it able to be fired? What were the indications for surgery? What surgical procedure was performed? What color reload was used? What anatomical structures was the device fired on? What device was used to create the common channel? What was used to close the common opening? Were there any issues experienced with the device in the initial surgical procedure? Was the device difficult to fire? How were the post-operative issues identified? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe. Unfortunately, I cannot answer any of your follow up questions to pc-001897822 all the information I was given I gave in the initial report.

Manufacturer narrative:
(B)(4) date sent 7/2/2025. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Date sent 6/23/2025 d4 batch # unk attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure when they fired the stapler that only half of the staples on one side came through. Felt it was defective stapler. Replace with a new device. There were no patient adverse event.

Manufacturer narrative:
(B)(4). Date sent 8/11/2025. D4 batch #868c76. Corrected data d4: UDI#. Investigation summary : the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the glc100 device was received with no apparent damage and with a glcr100b reload loaded in the device. The reload was returned fully fired. The device was tested for functionality with a test reload and it fired, cut, and formed all the staples as intended. The staple line and cut line were complete, and the staples met the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Although the cause of the reported incident could not be determined, proper use of the linear cutters - glc is important to ensure functionality. For more information, please refer to the instructions for use. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 868c76, and no non-conformances related to the reported complaint condition were identified.